Event description:
Information received by medtronic indicated that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) occurred with the first catheter used for a cryoablation procedure. The catheter was replaced, some ablations were performed with the second catheter, and then system notice message 50005 reoccurred. The catheter was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event. When the devices were returned, pressure testing of both catheters revealed a guide wire lumen breach. Reportable based on analysis completed on 07/04/2014. Device 1 of 2, reference MFR report: 3002648230-2014-00125

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Failure files were reviewed and confirmed the system notice message #50005 "leak detection" for the date of event. Visual inspection showed that the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 4 injections. The catheter failed the performance test due to system notice message #50005. Dissection / pressure tests revealed a guide wire lumen breach and kink at 1.46 inches proximal from the tip. An internal CAPA has been initiated to investigate the condition of guide wire lumen breach found. This report will be recorded and trended.